Event description:
The customer's mother reported that the customer was hospitalized for high blood glucose levels with a reading of 480 mg/dl. The mother stated that the insulin pump alarmed "no delivery" prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.